Event description:
The customer reported that during a clinical patient CT procedure, while positioning a patient utilizing the multifunction footswitch, when the table is being raised vertically to the isocenter of the bore instead of stopping at isocenter height, the pallet automatically starts to move into the bore. As soon as the button was released, the couch motion stopped. The philips field service engineer (fse) confirmed there was no harm to a patient, operator or bystander. The fse reported that he stripped down the multi-functional footswitch, cleaned it, and nothing instantly highlights as a cause. The fse stated that after corrective service, the multi-footswitch was tested and no further issues reported. The fse is monitoring the customer site.

Manufacturer narrative:
(B)(4). On (B)(6)-2015, a philips field service engineer (fse) reported that when he visited the site, (B)(6), for a planned maintenance, the customer informed him that there was uncommanded motion of the patient support on their br 64 system a while ago. The customer stated that while positioning a patient utilizing the pedal of the multifunction footswitch, when the table is being raised vertically to the isocenter of the bore, instead of stopping at isocenter height, the pallet automatically starts to move into the bore and the couch motion stopped as soon as the pedal was released. The customer could not provide the date of occurrence of this event, and no service call was made by the customer for this issue. Thus, the fse opened a service call for this issue on (B)(6)-2015, when the customers told him about this event. There was no report of harm to a patient, operator or bystander due to this event. On (B)(6)-2015, the fse evaluated the system, and did not find any issues with the system. The fse informed the customer that if the issue occurs again, they needed to collect a bug report and contact philips service to inform them about the event. The fse planned to come back on the site again to perform additional testing. On (B)(6)-2015, the fse arrived on site, and was able to duplicate the problem successfully. The fse determined that the multifunction footswitch could be stuck engaged due to contrast and dirt. The fse stripped down the multi-functional foot controller and cleaned it to resolve the issue. There was no part replacement. After the service, there were no further recurrences of the event at the site. The fse provided the bug report for (B)(6)-2015, when he duplicated the problem for the uncommanded motion of the couch. The bug reports were provided to engineering for analysis. Engineering stated that the can trace and logger logs show that there were stuck vertical up and horizontal in buttons between 16:42 and 16:50 on (B)(6)-2015. This agrees with the observations made by the fse showing that the couch moved up and in when the vertical up button was pressed. The cleaning of the multi function foot switch removed the stuck button status and normal operation resumed. CT engineering determined the risk to be acceptable with the following mitigations for this issue: a. Stopping horizontal motion in the presence of resistance force (not applicable for vertical) b. Table collision envelope. C. Single fault safe against uncontrolled motion: ¿ horizontal node watchdog timer. If maximum time of control response is exceeded, e-stop will be activated. ¿ double switches on control buttons provides redundancy such that 2 switches must be activated before a motion is executed . D. Design mitigations enabling human response: ¿ continuous activation for manual motion ¿ emergency stop controls enable termination of motion in hazardous condition ¿ emergency power off switch supplied with system or site installation enables the operator to shut off power to the entire system. ¿ speed of motorized non-programmed motion is limited. Based on the statements and troubleshooting activities of the fse, a probable root cause was determined that the footswitch was stuck engaged due to contrast and debris ingress.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).